Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The use facility reported that the puncture site could be closed normally with the angio-seal device. A hematoma appeared after 12 hours; it burst, and the patient underwent an operation, the wound was repeatedly inflamed. The anchor was found in the subcutaneous fat next to the vessel. Due to the operation and poor wound healing, the patient stayed in the clinic for 5 weeks. The patient's condition was stable. Additional information was received on 09mar2020. Bleeding occurred out of the procedure room after 12hrs. A computed tomography scan (CT) was performed to check for retroperitoneal bleeding. The hematoma was the size of a fist. A compression bandage was used for 24hrs after the 12hrs to achieve hemostasis. The patient required surgical intervention to remove the hematoma. An ultrasound and a CT were used to diagnose the bleed. It was a right artery puncture. The type of procedure being performed was a percutaneous coronary intervention (pci) because of nstemi, started radial, then change to femoral. A 6fr procedural sheath was used prior to use of the angio-seal device. Additional information was received on 12mar2020. Surgical intervention was surgical removal and vacuum assisted closure with vac-pump. The patient daily blood thinning medication: asa daily 100mg. After the pci procedure the patient had asa and clopidogrel.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.